Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the drain part of the tube due to crack or pin hole during pd treatment. No additional information was provided, however additional information has been requested but has not been obtained.

Manufacturer narrative:
Upon further review of this file, it was determined the event details do not meet reporting criteria. Therefore, MDR with MFR will have no further updates.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the drain part of the tube due to crack or pin hole during pd treatment. No additional information was provided, however additional information has been requested but has not been obtained.